Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch ultra 2 meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 4:30pm. The patient manages her diabetes with a combination of diabetes medications. The patient stated that she took more food/drink on (B)(6) 2015 at 4:30pm. The patient claimed to have developed the symptoms of "sweating and passed out" the following day, after the alleged product issue began. The patient stated that she received ems treatment of "IV glucose" (date/time not provided). The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "sweating and passed out" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.